Event description:
It was reported that in the procedure room after implant, the pulse generator started pacing at 100 pulses per minute. This behavior continued, despite moving the patient to another room. Magnet response was disabled, and the magnet reversion ceased. When magnet response was programmed back on, magnet pacing started again. The device was permanently programmed with magnet response disabled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.